Event description:
The investigation has determined that lower than expected glucose (glu) results were obtained from a single patient using vitros chemistry products glu slides lot 0009-3217-7131 on a vitros 4600 chemistry system. Patient sample results of <0.20 and <0.20 mg/dl vs expected result of 215 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu results were obtained during troubleshooting and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected glucose (glu) results were obtained from a single patient using vitros chemistry products glu slides lot 0009-3217-7131 on a vitros 4600 chemistry system. The assignable cause of the issue cannot be determined with the information provided. Although it was indicated that actions to the analyzer resolved the issues, a diagnostic precision was not processed before and after the service actions, and no results were provided following the actions to confirm current performance. Therefore, an issue with the vitros 4600 chemistry system cannot be fully confirmed as a contributor to the event. No quality control data was provided either historically or for the day of the event, therefore an issue with vitros glu lot 0009-3217-7131 cannot fully be ruled out as a contributor to the event. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. (B)(4).